Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a broken quick serter. Customer's blood glucose level was 400 mg/dl. Customer stated that when the buttons are pushed, it does not come back up while inserting into the body. Customer stated that they do not have the anomalous quick serter available for return. No additional information provided.